Event description:
Caller states that during a correlation study, the following coaguchek xs/laboratory results were obtained: 2.6 inr/2.0inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Caller states that during a correlation study, the following coaguchek xs/laboratory results were obtained: 2.5 inr/2.0 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Caller states that during a correlation study, the following coaguchek xs/laboratory results were obtained: 2.3 inr/1.7inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.